Manufacturer narrative:
The lot number for both malfunctions was provided and a lot history review was performed. The devices for both malfunctions has not been returned for evaluation, therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u415064rx pta balloon dilatation catheter allegedly experienced material rupture.this information was received from various sources. The malfunctions involved two patients with no consequences. The weight of one (B)(6) year old female is (B)(6) kgs and another patient's information was not provided.